Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok and down arrow keypad buttons were intermittently unresponsive. The keypad button symbols were reportedly worn, which has no effect on insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover, but the ok symbol was worn off. During testing, the ok and down arrow keypad buttons were intermittently unresponsive and required multiple presses to engage; all other keypad buttons responded properly. The down arrow keypad button also required increased force to engage. The keypad cover was removed and contamination was found under all key contacts; the down arrow key contact was also inverted. Unrelated to the complaint, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.